Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trial procedure, upon accessing the epidural space using a needle, a csf leak occurred (confirmed with contrast imaging). Subsequently, a blood patch was done. It was also reported as the physician attempted to advance the scs lead the patient was experiencing pain. As a result, the procedure was abandoned. Additionally, it was reported experiencing (part of the pain pattern) post-operative which the physician determined was nerve irritation. The patient remained asymptomatic to a csf lead but was advised to lay down. Follow-up identified the left leg pain issue is ongoing. The patient is working with the physician to determine the next course of action.